Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
Customer reported he experienced high blood glucose, he called an ambulance and was admitted to the hospital for 5 hours. Customer was treated with insulin drip and fluids. Blood glucose value at the time of the 911 call was 539 mg/dl. Customer stated that the night prior he also experienced high blood glucose of 400 mg/dl and 512 mg/dl; treated with manual injection. He stated his feet went numb and he vomited. Blood glucose at the time of admission was 215 mg/dl; current value is 370 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and the cannula was not bent. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer requested the insulin pump to be replaced as the doctor thinks there might be an issue with the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.